Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer mentioned was going low and passed out which ended up at the emergency room but was not wearing the pump at the time of event. Customer blood glucose level was 42 mg/dl. Customer current blood glucose level was 123 mg/dl. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer alleged that insulin pump was over delivering because ever since getting out of hospital had been experiencing low blood glucose. Customer was assisted with troubleshooting for low blood glucose. The reservoir will not be returned for analysis and insulin pump will be returned for analysis.